Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.analysis was normal. No anomaly was found.

Event description:
It was reported that during implant procedure, a wide variation in r-waves and pacing lead impedance was observed. Lead was not implanted and was replaced. Patient condition is good after the event.